Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report single proficiency sample ser-01 from api proficiency was tested in manual gel for a full xmat on mts igg gel card lot# 061819001-09, exp: 4.30.2020 and a compatible, negative result was reported. Upon receipt of expected results from api proficiency institute, result should have been incompatible. Customer retested proficiency sample in question with alternate lot # of mts igg gel card and upon review 3+ pos incompatible result. Customer reports in house qc not affected. Customer reports no erroneous patient results reported. Issue started on: (B)(6) 2020: microtubes/wells or cell (donor #) affected: ser-01. Reaction grade obtained:neg , compatible. Customer was expecting: pos , incompatible as per api results. Incubation time (for manual test only):full xmat 15 minutes at 37±2 °c on workstation. Test repeated:yes in alternate lot of mts igg gel cards. Method/result obtained by repeating: incompatible 3+ pos. Number of samples affected? One. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? (B)(6) 2020. Ortho confidence lot#cnf187, exp:5.5.2020. Negative control is made in house. Product handling protocol: cassette/gel card storage temperature range:according to IFU. Cassette/gel card orientation:according to IFU. Rbc storage and handling:according to IFU. Visual appearance before use:acceptable. Other relevant information: all products passed preinspection. Mts diluent 2 lot# md129, exp 7.3.2020. Actions already performed by customer: customer retested proficiency sample in question. Troubleshooting steps performed by tsc: tsc reviewed IFU procedure with customer, customer following procedure according to IFU. Tsc referred customer to limitation of procedure in mts igg gel card . False positive or false negative test results can occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage of materials, or omission of test samples. Tsc also discussed suspension of red cells, customer reports following IFU for suspension of red cells in mts diluent 2 . Customer content with documentation of event for tracking and trending. According to api statistics attached sample ser01 were not compatible with sample dnr01-01 red cells. According to api statistics attached sample ser01 contained anti-s, donor sample dnr-01 was s positive. Tsc discussed with customer dilution or suspension of red cells may have possibly been to light, customer content with discussion and reports following IFU of mts igg gel cards. Customer reports no other samples from api proficiency survey affected. Tsc called customer to attain date that testing was performed in their lab. Customer tested and reported initial api proficiency sample in question on (B)(6) 2020.